Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3-s1 spinal fu sion. It was reported that the set screws popped off post-operatively and patient developed back leg pain as a result of the event. The patient had initial surgery on (B)(6)2022 and revision surgery was performed as a result of the event on (B)(6) 2024 to replace the hardware. There were no further complications reported regarding the event.

Manufacturer narrative:
Additional information: d9, h3, h6. H3. Device evaluation summary: product analysis #(B)(4): part # 55840007540 lot # h5705282 visual and optical inspection did not reveal any damage to the threads in the head of the screw. The female torx has been damaged. Normal wear is present around the crown of the screw from the seating of the rod. Functional inspection with a sample set screw confirmed the set screw was able to thread into the tulip head and tighten a sample rod down without any issue. The screw appears to be worn from use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.